Event description:
During a knee arthroscopy procedure, using a super turbovac 90 arthrowand, a portion from the tip of the wand detached and remains in the pt. No other info was provided for this report.

Manufacturer narrative:
Awaiting the return of the device to complete the investigation.